Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is 2 of 2 of the customer's medical events. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified quality issue with the adc device. The customer further reported experiencing an adverse event and had gone to the hospital (2x) due to the reported issue, however, refuses to provide additional details as no additional information was provided. There was no report of death or permanent injury associated with this event.